Event description:
It was reported that the right atrial (ra) lead was exhibiting undersensing and an x-ray confirmed that the lead's slack was pulled back. The lead was repositioned, slack was added, and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.